Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over one month after the dental implant was placed in ada site 29 of the patient's mouth, non-osseointegration was observed. Mobility and hypersensitivity were present. A bone graft was executed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over one month after the dental implant was placed in ada site 29 of the patient's mouth, non-osseointegration was observed. Mobility and hypersensitivity were present. A bone graft was executed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.